Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2008; dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high superior vena cava (svc) coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.